Manufacturer narrative:
An event of one valve leaflets not opening and closing during implant was reported. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. The valve was able to be rotated without difficulty. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The exact cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm regent aortic mechanical heart valve was selected for implant. During device preparation, the leaflets were tested with a valve tester and the leaflets were moving normally. During implant, there was poor opening and closing of the leaflet of the valves and it was not implanted. The valve was removed from the patient and upon testing again, the leaflets continued to not move normally. A new, unknown sized non-abbott valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.